Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that foreign material found inside the sterile packaging.

Event description:
It was reported that foreign material found inside the sterile packaging.

Manufacturer narrative:
Three attempts has been made to retrieve the device for evaluation, and it has yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: foreign particulate out of the irrigation handle probable root cause for equipment leaks: 1. Material/design error 2. Constant irrigation flow is not maintained leading to limited field of view 3. Stopcocks in improper configuration 4. Large anatomy 5. Missing o-ring 6. Damaged or deformed o-ring 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette) 8. Clogged tubing 9. User error probable root cause for foreign material: 1. Material/design error 2. Excessive user force 3. Severe shipping conditions 4. Disposable tip rubbing against product 5. User error the reported failure mode will be monitored for future reoccurrence. Initial reporter postal code was added.